Event description:
It was reported that the console entered case saver mode during the procedure. The procedure was cancelled due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that the console entered case saver mode during the procedure. The procedure was cancelled due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse replaced the first way laser brick and three lamps and replaced the air filter. The fse replaced the first laser brick and flash lamps, which resolved the issue. Based on the analysis results, the reported event of case saver mode was confirmed as replacing the first laser brick and flash lamps resolved the issue. The worn-out flash lamp is most likely the reason that caused the reported event. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.